Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found the forceps elevator lever and the grip were sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.